Event description:
Report of overdelivery received from abbott intl affiliate (abbott puerto rico) that states: "overdelivery. Customer claimed that intravenous pump was set up to deliver 4 cc/hr of tridil medication and the pump started with full drip. When condition was noticed by the nurse the delivery administered raised to 40cc." The pt reportedly experienced "nausea and sweating." The "pump was removed and 300 cc of normal saline solution 0.9% was administered to pt after the pump was disconnected. The blood pressure was checked and had 80/50. The tridil was discontinued until the blood pressure increase." No adverse sequelae were reported. No add'l info was available.